Manufacturer narrative:
MDR 2954323-2016-00690 submitted on february 2, 2016 did not have the product problem box checked. The MDR should have had both the adverse event box and the product problem boxes checked.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on (B)(6) 2016 she came home and found customer on the floor, unconscious, noting he was not feeling well. Caller further reported customer's adc blood glucose meter was "not working" due to the meter not turning on with button press or with test strip insertion. Caller treated customer with an unknown amount of insulin and then paramedics were called. Upon arrival they performed a blood glucose test (no results provided) and transported him to a local healthcare facility. At the hospital a reading of 375 mg/dl was received on an unspecified hospital device and it was noted his blood pressure was low (no bp provided). Customer was diagnosed with hyperglycemia and treated with insulin. Customer was also diagnosed with pneumonia/bronchitis and was prescribed a 10-day course of levofloxacin 500 mg tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.